Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted; visual and functional product specifications were met. The reported issue was neither verified nor duplicated. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set experienced a leak. The patient indicated that the leak occurred in the ¿transfer set line.¿ the transfer set had been in use for a little over 3 months. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.